Manufacturer narrative:
Patient's therapeutic range is 2.3 - 3.0.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 369157a meets release criteria. The product performed as expected. It was reported that the customer has a skin infection. This condition may impact the performance of the assay. A review of the manufacturing records for lot #369157a did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Pt self tester alleging discrepant inratio values. Pt's therapeutic range 2 - 3. On (B)(6) 2015, inratio = 2.4; lab = 1.9. Time between tests approx one hour. No reported adverse pt sequela.